Event description:
Customer's mother called to say there was discoloration apparent in the view window of the pod. Her son's blood glucose levels were high when she noticed this. The customer was able to start a new pod successfully.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.